Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d catalog number was corrected.

Event description:
This impella kit report is one of 4 devices associated with the event. Refer to the related manufacturer report numbers as noted in section h10 for the medical device report on the impella cp pump 1, impella pump 2, and the guidewire.

Manufacturer narrative:
B5: added related device information. H10: added related device report numbers.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 70 -year-old male patient presented with post cardiotomy cardiogenic shock. The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support identified the patient as scai shock stage c with ECMO support. The patient was status post descending artery replacement surgery on (B)(6) who became ill and was subsequently placed on ECMO on (B)(6), after which impella was also introduced. The impella cp 10 attempted to be inserted through the 14fr low profile sheath via the left femoral artery. The device was inserted, however positioning was not performed properly, and the 0.018 wire had slipped out of the monorail lumen, therefore the decision was made to remove the device. Due to the wire not being removed resistance was felt near the motor's entry into the sheath, so the device was pushed back and the wire was removed separately. Resistance was felt again when attempting to retract the device into the sheath without the wire, the device was pulled back, however, the coiled wire got caught near the motor, causing the device to be pulled along with the wire. Therefore, it was decided to remove the entire sheath. Upon removal of the sheath it was noted that the sheath was kinked causing damage to the insertion site. Surgical hemostasis was performed to repair the vessel and blood products were given. After hemostasis was achieved, a 16f medikit sheath was inserted into the left femoral artery, the ipsilateral side of the initial low profile sheath and support was initiated using standard cp. However, bleeding of unknown origin occurred in the operating room and the decision was made to discontinue treatment, and ECMO and impella were removed. The patient expired after support was withdrawn.

Manufacturer narrative:
Added: d3, d10 (concomitant) corrected: h3 pd-any device-(twist, bent, kinked): surgical use of the low profile sheath, including the nelaton catheter attached to the low profile sheath, and the failure to remove the 0.018 gw likely subjected the device to additional loading scenarios, which contributed to high device removal forces as well as an access site adverse event and sheath damage seen on the returned product. Vascular dissection/major bleed/access site adverse event: the cause of the access site adverse event was most likely the high device removal forces and related to the structural damage found on the returned sheath.